Event description:
Procedure type: urological. According to the reporter and other additional info received: following a procedure during which physicians implanted mesh to treat pelvic organ prolapse and stress urinary incontinence, the pt allegedly experienced erosion of the vaginal wall and other tissues, infection, painful injuries, including but not limited to, vaginal bleeding, abdominal pain and swelling, increase in urinary frequency and difficulty emptying her bladder, and the loss of the ability to perform sexually. Pt underwent subsequent surgeries, including excision of the mesh on (B) (6) 2006, (B) (6) 2007, and (B) (6) 2008.

Manufacturer narrative:
(B) (4) (pelvitex polypropylene mesh). Note: this report corresponds with bard's report #: (B) (4) for an "bard pelvitex polypropylene mesh, " (B) (4).